Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to implant an inflatable penile prosthesis (ipp) device. After the original implant of the ipp, the patient was experiencing bruising on his penis and scrotum and took pain relief and antibiotics medication to treat the bruising. The patient was also experiencing sore testicles, discomfort, a hematoma, pain, tissue inflammation, and swelling. The ipp also had kinked tubing, deactivation issues, inflation/deflation issues and fluid leak. The ipp was revised on (B)(6) 2020. Post revision, the patient had more bruising and soreness. The most recent reported patient outcome was that the patient was healed and had no clinical complications or device malfunctions to report.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) device due to the pump not consistently working and the cylinders not inflating. The cylinders were kinked. A patient outcome of no adverse reactions were reported.

Event description:
It was reported that the patient had a surgical procedure to implant an inflatable penile prosthesis (ipp) device. After the original implant of the ipp, the patient was experiencing bruising on his penis and scrotum and took pain relief and antibiotics medication to treat the bruising. The patient was also experiencing sore testicles, discomfort, a hematoma, pain, tissue inflammation, and swelling. The ipp also had kinked tubing, deactivation issues, inflation/deflation issues and fluid leak. The ipp was revised on (B)(6) 2020. Post revision, the patient had more bruising and soreness. The most recent reported patient outcome was that the patient was healed and had no clinical complications or device malfunctions to report.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical, inflation, and deflation issues cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to implant an inflatable penile prosthesis (ipp) device. After the original implant of the ipp, the patient was experiencing bruising on his penis and scrotum and took pain relief and antibiotics medication to treat the bruising. The patient was also experiencing sore testicles, discomfort, a hematoma, pain, tissue inflammation, and swelling. The ipp also had kinked tubing, deactivation issues, inflation/deflation issues and fluid leak. The ipp was revised on (B)(6) 2020. Post revision, the patient had more bruising and soreness. The most recent reported patient outcome was that the patient was healed and had no clinical complications or device malfunctions to report.